Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal to mid left circumflex (lcx), a 3.0x8 mm nc trek dilatation catheter was advanced without resistance and used for pre-dilatation to prep the lesion for an absorb. A spiral dissection was observed after use of the 3.0x8 mm nc trek dilatation catheter. The dissection was covered and the target lesion was successfully treated by implanting two absorb scaffolds. Reportedly, the two absorb scaffolds were originally planned for the procedure. Timi flow was achieved. Two additional unspecified balloon dilatation catheters were used for the procedure. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the nc trek instructions for use is a known patient effect that may be associated with use of a balloon dilatation catheter in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.